Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). (B)(4) relates to (B)(4) for the evaluation findings of exposed cutting wire bent and wire failed to bow in plane (misaligned). (B)(4) relates to (B)(4) for the evaluation findings of tip bent. A visual examination of the returned device found that the distal tip with exposed cutting wire was twisted and bent. During a functional analysis, the device was inserted into an endoscope. It was found that the initial orientation did not meet the orientation specification. The orientation of the distal tip could be adjusted left or right by rotating the handle but could not be set within specification due to the twisted working length and bent wire. A second functional evaluation found that the device met the minimum bowing specification but the bowing was not in plane (cannulating wire movement) due to the bent/misaligned wire and twisted/bent tip. The condition of the returned device was consistent with the complaint that the device had an improper orientation. However, the distal tip and exposed cutting wire were noted to be bent and the cutting wire failed to bow in plane (misaligned). During manufacturing, the sphincterotome devices are 100% inspected and the bent distal tip and wire are likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all product specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was advanced down the endoscope and positioned within the duodenum. However, the device had an improper orientation. The physician attempted to orient the device towards the papilla by rotating the handle but was unsuccessful. The device was not noted to be twisted or damaged. The procedure was completed using another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Based on the investigation findings that the distal tip and cutting wire were bent and the wire failed to bow in plane (misaligned), this event has been deemed reportable.